Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was sent a replacement wall adapter. Upon follow up, the customer reported that the alert cleared and the pump successfully began charging after the customer began using the replacement wall adapter. Additionally, it was reported that the usb cable did not work to charge the pump. The customer could successfully charge the pump using a replacement usb cable. There was no adverse impact to the customer's blood glucose (bg) level.